Event description:
A male pt contacted lifecor customer support to report that when he inserts a battery pack into the charger the battery fault indicator lights. The pt's charger and one battery pack were replaced for eval.

Manufacturer narrative:
Device MFR dates: battery charger - 2/2002. Battery pack - 1/2003. Summary: device evaluations of battery charger and battery pack have been completed. The reported problem (battery fault indicator light) could not be reproduced. However, the charger was defective when evaluated. The power cord to the power supply brick was damaged preventing the charger from powering up. The power cord may have been intermittent during pt use and may have contributed to the reported problem. With a new power cord the charger operated according to specs. Battery pack operated according to specs. No adverse event resulted from the damaged charger. The pt received a replacement charger and battery pack.